Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was evidence of dried fluid present within the cassette compartment on the pump door, however there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. The cycler failed the system air leak test due to the compressor touching the compressor grommets and generating noise when activated. The cycler underwent and passed a catch post hipot test, a patient hipot test, a current leakage test, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel, and behind the mushroom heads of pump a and b. The cause of the dried fluid could not be determined. Although the reported ¿noisy¿ allegation was confirmed, all electrical testing passed and there was no evidence of shock or ¿a zap¿ present. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that their cycler was making a gurgling noise while in dwell 4 of 4. The patient also reported that they felt a shock. The shock reportedly woke the patient up from their sleep. The patient was not comfortable to continue using the cycler. The ts representative issued the patient a replacement cycler. Upon follow-up, it was confirmed that the patient was able to complete their treatment. The patient stated the shock was a one-time thing that did not continue or reoccur. The patient confirmed that they felt a shock or ¿a zap¿ come through the patient line. The patient did not require medical intervention due to the shock. It was confirmed that the new cycler was received, and the old cycler was picked up and returned for manufacturer evaluation. The patient reported they were continuing pd therapy on the replacement device without further issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that their cycler was making a gurgling noise while in dwell 4 of 4. The patient also reported that they felt a shock. The shock reportedly woke the patient up from their sleep. The patient was not comfortable to continue using the cycler. The ts representative issued the patient a replacement cycler. Upon follow-up, it was confirmed that the patient was able to complete their treatment. The patient stated the shock was a one-time thing that did not continue or reoccur. The patient confirmed that they felt a shock or ¿a zap¿ come through the patient line. The patient did not require medical intervention due to the shock. It was confirmed that the new cycler was received, and the old cycler was picked up and returned for manufacturer evaluation. The patient reported they were continuing pd therapy on the replacement device without further issue.